Event description:
It was reported that the patient's right hip was revised. As reported: "patient presented with thigh pain. There was suspicion that the stem was loose. Labs were also drawn and elevated cobalt level was present. In surgery it was determined that there were no loose implants. The mdm was exchanged for ceramic on poly to address the elevated cobalt level. No other information is available from the surgeon or hospital."

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.